Manufacturer narrative:
Lot traceability has not been provided; therefore, a review of the device history records of the specimen device could not be completed. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement (tavr) as reported by the distributor: event description: per cnf, it was reported that: patient responded from wire crossing av and had conduction issues throughout entire procedure. Additional information received: specific arrhythmia unknown. Guidewire was an unknown safari2. A pacemaker was implanted the same day. Patient is stable and discharged.